Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level displayed as high; cause was not known. Customer delivered a correction bolus via pump to address bg level. Customer declined to perform further troubleshooting. No additional patient or event information was available.